Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting more quickly. Review of the pump history during troubleshooting with tandem technical support showed the battery depleted approximately (B)(4) within one day. The customer¿s blood glucose level was 160 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.